Manufacturer narrative:
Citation: kotronias ra, scarsini r, de maria gl, rajasundaram s, sayeed r, krasopoulos g, grebenik c, keiralla a, newton jd, banning ap, kharbanda rk. Ultrasound guided vascular access site management and left ventricular pacing are associated with improved outcomes in contemporary transcatheter aortic valve replacement: insights from the oxtavi registry. Catheter cardiovasc interv. 2020 aug;96(2):432-439. Doi: 10.1002/ccd.28578. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predictors of complications during a transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 2015 and september 2018. The study population included 529 patients (predominantly male, mean age 83 years), 88 of whom were implanted with medtronic corevalve (no serial numbers provided). Among all patients, adverse events included: blood loss, minor and major access site complications and pericardial effusion that required intervention. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.